Manufacturer narrative:
H3: product analysis of ped-425-18, item:10,lotno:b584056 damage location details: no bends or kinks were found with the pipeline flex pusher. The pipeline flex pusher resheathing pad, sleeves, and tip coil were found to be in good condition. The pipeline flex braid was returned detached from the pusher; therefore, the proximal and distal ends could not be identified. Both ends of the pipeline flex braid were found open, but damaged (frayed). The pipeline flex braid middle segment does appear to be bent. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open¿ report could not be confirmed as the returned pipeline flex braid was found open. Possible causes of ¿failure/incomplete open¿ include patient vessel tortuosity, damaged braid, or deploying the braid in vessel bend. It is likely the placement of the pipeline flex braid in a vessel bend and the damage found with the braid contributed to the failure to open issue. Regarding the customer¿s ¿pipeline damage¿ report, the issue was confirmed as the braid was found frayed and bent. Possible causes of ¿pipeline damaged¿ include resheathing more than two times, over-manipulation, deployment technique, or deploying/resheathing the device against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm with a max diameter of 6.8 mm and a 4.2 mm neck diameter. Landing zone: distal 4.1 mm and proximal 4.4 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed an intracranial aneurysm. It was reported that after the stent catheter was in place, ped-425-18 was selected for implantation. During the operation, when the stent was deployed to the proximal end, it could not be opened normally. Repeated adjustments did not improve the problem, and the problem was not resolved after being retrieved and re-deployed twice. In order to protect the patient's life, the entire was withdrawn, replaced with ped-425-20 and re-implanted, and the operation was successfully completed. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the cause of the failure to open was suspected to be kinked. Response to the question if the pipeline had been placed in a vessel bend when it failed to open was that in the posterior curve of the cavernous sinus segment, there was kink but not too large. Several attempts were made to increase or decrease the tension, swing operations, retrieval, and re-deployment, but still could not open.